Manufacturer narrative:
Combination product: yes. The implant date was corrected to (B)(6) 2014. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The implant date was corrected to (B)(6) 2014. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august and december 2024 recorded the stable pacing impedance 600 ohms in bipolar configuration. In configuration tip to coil the impedance showed an increase to >3000 ohms in (B)(6) 2024 and further out of range progression until the end of the recording period. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead showed impedance value too high and out of range. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead showed impedance value too high and out of range. Should additional information be received, this file will be updated.